Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt bumped his head while sledding. After the incident, he could not hear with the cochlear implant system. An x-ray showed the electrode array was in the correct position. Exchanging the external equipment did not solve the problem. Results of an integrity test done in 2008, showed the implant was not performing within specifications. The patient's device was explanted on twenty three days later, and a new device was reimplanted during the same surgery.